Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received multiple calibration error alarms and experienced discrepancies with her sensor glucose readings versus blood glucose. The insertion site was in the buttocks. Troubleshooting was not possible as the sensor was disposed of. It was stated that an inserter was used and there was no bleeding at the insertion site. The customer's blood glucose was 8 mmol/l. Nothing further was reported.